Event description:
The coating on the wire was scraped off during the procedure. The physician inserted the wire into the patient and then inserted the guide into patient. The physician removed the guide and noticed that the coating of the wire was scraping off. The patient is reported to be fine.